Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported issue of a broken cable was not confirmed. The instrument passed external and internal visual inspections. No cable related issue was identified. Additional unrelated observation(s): the instrument was found to have one blade broken at the midpoint. A piece approximately 0.518mm x 0.264mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The probable root cause was attributed to use conditions. Broken blades result from damage caused contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.